Manufacturer narrative:
Per (B)(4) combined report. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. It was found that all parts associated with these records were manufactured, packaged and sterilised to the correct specifications at the time of manufacture. The sterilisation method and sterile barrier system used to package trinity devices has a long history of safe and effective use at corin for a wide range of orthopaedic devices and has been validated in accordance with the relevant standards. Infection is a known complication with any invasive surgery and thus this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision of the ecima liner after approximately 5 months due to infection. A non-corin head was also revised and a wash out was performed. The corin trinity cup remained in situ.